Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 19j11t. Medical device expiration date: unknown . Device manufacture date: unknown. Medical device lot #: 20k19t2. Medical device expiration date: unknown . Device manufacture date: unknown. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that bd vacutainer¿ safety-lok" blood collection set had a difficult to activate safety feature. Nurses report that when using this device: short needle, margin of movement is not possible. The chamber between the tubing and the needle does not fill with blood when it is introduced in the vein, so that it is necessary to connect the tube to see if the needle is in the vein. The safety system can be activated only when the needle is completely out of the vein with a certain difficulty compared to the previous device of "nipro" safetouch psv that no longer comes to estar [distributor] closed product.

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set had a difficult to activate safety feature. "Nurses report that when using this device: 1) short needle, margin of movement is not possible 2) the chamber between the tubing and the needle does not fill with blood when it is introduced in the vein, so that it is necessary to connect the tube to see if the needle is in the vein. 3) the safety system can be activated only when the needle is completely out of the vein with a certain difficulty compared to the previous device of "nipro" safetouch psv that no longer comes to estar [distributor] closed product."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-05-05. H6: investigation summary: bd received 7 samples from the customer for investigation. All samples were evaluated by visual examination and functional testing and the indicated failure modes with the incident lot was not observed. Additionally, retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to reported defect codes as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure modes.